Event description:
The patient's pharmacist called lifescan (lfs) in 2005 and alleged that the patient's meter was prompting an error 4 message. The patient brought their meter to the pharmacy because they were unable to resolve the error 4 issue. The pharmacy technician attempted to retest with the pateint several times with no success. The patient did not allege any harm or injury. The corret techinique was used, the room temperature was normal, and the test strips were in good condition. The error 4 issue was not resolved and therefore, this complaint is being reported as a malfunction because the issue was not resolved. A replacement meter has been sent.

Event description:
The patient's pharmacist called lifescan on 08/2005 and alleged that the patient's meter was prompting error 4 message. The patient brought her meter to the pharmacy because she was unable to resolve the error 4 issue. The pharmacy technician attempted to retest with the patient several times with no success. The patient did not allege any harm or injury. The correct technique was used. The room temperature was normal, and the test strips were in good condition. The error 4 issue was not resolved and therefore, this complaint is being reported as a malfunction because th eissue was not resolved. A replacement meter has been sent.